Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: test result date: (B)(6) 2024 sampling from: biopsy /suction channel cfu>20cfu bacterial identification: pseudomonas mosselii, stenotrophomonas maltophilia sampling from: air/water channel cfu>20cfu bacterial identification: pseudomonas mosselii test result date: (B)(6) 2024 sampling from: biopsy /suction channel cfu>20cfu bacterial identification: pseudomonas mendocina, pseudomonas mosselii, stenotrophomonas maltophilia, achromobacter xylosoxidans sampling from: air/water channel cfu>20cfu bacterial identification: pseudomonas mendocinapseudomonas mosselii, dermacoccus nishinomiyaensis, micrococcus luteus the device was evaluated and found foreign material which adhered to insertion tube was likely to be glue applied during repair at a third-party agency. The material was unlikely to be residue from the procedure. Also, the evaluation confirmed a brown foreign material in biopsy channel and the biopsy channel port but could not specify its detail. However, it is most likely that the reported events were due to a deviation of reprocessing at the user facility but was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive on 4 separate occasions. The initial test was positive for greater than 100 colony forming units (cfus) of stenotrophomonas maltophilia . The scope was then retested 8 days later and was positive for greater than or equal to 100 cfus but less than 1000 cfus of enterobacter cloacae complex. The device was tested for a third time 6 days later and was positive for greater than 100 cfus of stenotrophomonas maltophilia and greater than 100 cfus of pseudomonas spp. The final test was performed 7 days later and was positive for less than 10 cfus of stenotrophomonas maltophilia. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.